Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the upper buttocks. The patient experienced seizure, collapsed and lost consciousness. He was with his partner during the incident but the security guard called the ambulance. The patient was taken by ambulance to the hospital and treated with intravenous (IV) medication in the ambulance. The symptoms lasted for 30 minutes. The paramedics took a bg reading which was 50 mg/dl and cgm reading was 105 mg/dl. At the hospital the patient was treated with IV medication and they performed a computed tomography (CT) scan. The patient stayed in the hospital for 5 hours. At the time of the report the patient was recovered. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.